Manufacturer narrative:
The pointer is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that after sterilization prior to a craniotomy procedure at the user facility, the device tray was unwrapped and the small black piece around the led on the top of the pointer had broken off in the device tray. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event. It was reported that a back-up pointer was used to perform the surgical procedure following the reported event, and that the procedure was completed successfully. It was reported that during the device evaluation at the (B)(6) user facility by the manufacturer technician, the tip of the pointer was found bent. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during the device evaluation at the german user facility by the manufacturer technician, the tip of the pointer was found bent. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device evaluation, the black led cover was confirmed to be broken off and the tip was confirmed to be bent. Mechanical impacts during use or certain cleaning and sterilization practices at the user account are probable causes of the reported events.

Event description:
It was reported that after sterilization prior to a craniotomy procedure at the user facility, the device tray was unwrapped and the small black piece around the led on the top of the pointer had broken off in the device tray. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event. It was reported that a back-up pointer was used to perform the surgical procedure following the reported event, and that the procedure was completed successfully.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. The device has not been returned for analysis at this time.